Event description:
It was reported that the patient presented in clinic for a follow up. A device interrogation found that the patient's right ventricular (rv) lead exhibited failure to capture. Fluoroscopy was performed to discover that the rv lead was dislodged. The rv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Visual inspection of the lead found the helix to be partially extended and clogged with blood. X-ray examination found no anomalies on the lead body. After cleaning, helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.